Event description:
A medtronic representative reported a navigation system camera that was not working when in the navigation software - showed black status. The camera was working fine in the polestar scanner software. They tested with a second camera and experienced the same behavior. All internal connections were checked to confirm they were correct and secure. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Two relay boxes shipped to site. Return of suspect parts is not expected. Parts ordered were unable to be imported into korea and are being returned to manufacturer. Part not returned.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer on the system and re-install the software applications. The camera then worked normally. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.